Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 27nov2018. The customer returned the power management printed circuit board assembly (pcba) to philips for failure analysis. A shorted component was identified. The component was repaired and reinstalled into a test ventilator. The device was run and tested, and no further issues were identified. The customer's complaint was verified.

Manufacturer narrative:
On (B)(6) 2018: philips international service technician evaluated the device and confirmed the error codes. The power management printed circuit board assembly was replaced to address the event. A functional test was performed and no abnormalities were identified.

Event description:
The customer reported that a "check vent: cooling fan speed error" occurred. During an inspection by philip's international service technician, the following errors occurred: watchdog test failed, 35 volt supply failed, auxiliary alarm supply failed, and over voltage protection (ovp) circuit failed were found in the error log. There was no patient involvement.